Manufacturer narrative:
Visual inspection performed by medacta r&d hip project manager: there are signs of hammered close to lever pivot. The instrument was tested with a broach and it correctly works. It was tried to replicate the malfunction showed in the videos attached, this only occurs if the lever grip is moved away from the broach handle simulating the lever opening. That should not occur during femoral preparation because the surgeon hand wraps and block the lever grip.

Manufacturer narrative:
Batch review performed on 14 august 2019: lot 1859229: (B)(4) items manufactured and released on 27-jun-2019. No anomalies found related to the problem. To date, one other similar event has been reported. Preliminary investigation performed by r&d project manager: it is necessary to analyze the instrument.

Event description:
When the surgeon tried to remove the broach from the medullary cavity with the straight amis broach handle, the lever disengaged from the straight amis broach handle. Several parts disassembled and some were fell into the surgical field. All of them were able to retrieve. The surgeon removed the broach from the medullary cavity with another instrument. Due to this event, the surgery was prolonged about 10 minutes.